Event description:
The event occurred in luxembourg during treatment. It was reported, that the screen cracked during treatment. The cardiohelp was exchanged during treatment. No harm to any person has been reported. As the cardiohelp was exchanged during treatment, a report is needed. Complaint ID (B)(4).

Manufacturer narrative:
Note: this event occurred on the luxembourg market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.a getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported, that the screen cracked during treatment. The cardiohelp was replaced. No protection cover was used. No harm to any person has been reported. As the cardiohelp was exchanged during treatment, a report is needed. New information was received on 2026-02-09 that the patient is a 29 year old male with 32kg. A getinge technician was sent for investigation on 2026-02-10 and 2026-02-13. The ch assembly touch foil and display was replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The provided picture of the crack in the display was analyzed by getinge life-cycle-engeneering on 2026-02-19. The root cause of the crack can be clearly confirmed as a localized external force. The cracked touch screen cannot be returned for investigation due to the fact that during disassambly the touch screen gets unfunctional by technique and nature so that an investigation at the manufacturing site is not feasible. Thus the exact root cause of the damage cannot be assessed, however, based on the investigation results and provided pictures this reported damage on the screen is most probably related to rough handling of the device, which leads to the mechanical damage. (E.g. Something hit the screen). This analysis is also supported by the cardiohelp risk analysis v24. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (IFU) of the cardiohelp system, chapter "check before every application" the touch screen must be checked before use.according to the IFU, chapter "inter-hospital patient transportation", the cardiohelp-I has degree of protection according to iec 60529 of ipx1 (no protection against splash water). For patient transport, the use of the protection cover is required. The device was manufactured on 2021-04-28. The review of the non-conformities has been performed on 2026-02-17 for the period of (B)(6) 2021 to (B)(6) 2026. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "screen cracked" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.